Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220v (pump max). During the procedure, the pump max vacuum pressure would only reach -25 inhg. It was reported that the physician checked all the connections but no issues were found. Although the pump max would only reach -25 inhg, the procedure was successfully completed using the same pump max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no cosmetic damage to the pump max. The pump max was powered on and was able to achieve a vacuum pressure of approximately -27inhg. The penumbra investigator felt the regulator knob was loose and opened the pump max housing and it was noticed that the tubing connected to the regulator knob was kinked. Conclusions: evaluation of the returned pump max revealed a fully functional device. During functional testing, the pump max was able to power on and produce a vacuum pressure within specification. Further evaluation revealed a loose regulator knob. If the regulator knob is over-rotated, the hex nut securing the regulator knob to the device housing may become loose. The reported complaint was unable to be confirmed and the procedure was reported to have been successfully completed with the same pump. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.